Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with an implantable cardioverter defibrillator (ICD). The hcp tried another programmer however, it was still unsuccessful. A magnet was applied and there was no beeping response. Technical services (ts) recommended to make sure the patient did not have a device change out in which the hcp confirmed there was no change out. The hcp attempted to apply a magnet again and used a stethoscope to hear beeping however, again there were no tones. Ts discussed that the device is likely dead and recommended replacement. At this time, the device remains in service. No adverse patient effects were reported.